Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1043.93628 mcg/day, bupivacaine 20 mg for a total dose of 10.43939 mg/day, and morphine 7.7 mg for a total dose of 4.01915 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2019 at a pump refill visit examination revealed a pump reservoir volume discrepancy of greater than 25% between the expected and actual reservoir volumes. No action was taken. The outcome of the event was noted as ongoing. The patient's baseline weight was not measured. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. It was noted to be related to programming/refill. No further complications were reported/anticipated.